Event description:
Add'l info rec'd from MFR 5/16/01: multiple attempts have been made to obtain the actual device as well as add'l details associated with this event. The reporting facility is expected to return the device to MFR, but has not been able to provide MFR with any other details. Without an evaluation of the actual device, and because no other info regarding this event is available to MFR, MFR cannot draw a conclusion about this event at this time.

Event description:
Thermachoice uterine balloon therapy with fluid circulation device was faulty. Heating element error occurred times 2 immediately after hitting start.